Event description:
It was reported that the insulin gauge displayed a different amount than expected, with the caller experiencing a fill estimate issue where the displayed number remained static. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller on the issue, explaining the cause related to pressure variances, and assured that the fill estimate would resume counting down once the insulin amount matched the static display. The caller understood and acknowledged this explanation.